Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) the wbc count is not available at this time there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Review of the run data file did not identify a conclusive root cause for the reported white blood cell (wbc) contamination in the plasma product. No procedural anomalies-such as alerts, adjustments, pump speed changes, or substate transitions-were observed that could explain the leukoreduction failure. Examination of the rbc signal indicates a slight drop in platelet concentration, suggesting that more plasma than expected may have been present in the collect chamber. While not definitive, this could point to a blockage in the collect chamber, potentially caused by pasting. Such a blockage may have led to buffy coat accumulation and spillover across the dam, resulting in wbc contamination of the plasma product. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) the wbc count is not available at this time there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.4, h.6 and h.11. Corrected information is provided in b.6. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. The run data file (rdf) was analyzed for this event. Review of the run data file did not identify a conclusive root cause for the reported white blood cell (wbc) contamination in the plasma product. No procedural anomalies-such as alerts, adjustments, pump speed changes, or substate transitions-were observed that could explain the leukoreduction failure. Examination of the rbc signal indicates a slight drop in platelet concentration, suggesting that more plasma than expected may have been present in the collect chamber. While not definitive, this could point to a blockage in the collect chamber, potentially caused by pasting. Such a blockage may have led to buffy coat accumulation and spillover across the dam, resulting in wbc contamination of the plasma product. Root cause: a root cause assessment was performed for this complaint. Review of the run data file did not identify a conclusive root cause for the reported white blood cell (wbc) contamination in the plasma product. No procedural anomalies-such as alerts, adjustments, pump speed changes, or substate transitions-were observed that could explain the leukoreduction failure. It is possible, though not conclusive, that the leukoreduction failure may be donor related. Examination of the rbc signal indicates a slight drop in platelet concentration, suggesting that more plasma than expected may have been present in the collect chamber. While not definitive, this could point to a blockage in the collect chamber, potentially caused by pasting/donor-physiology. Such a blockage may have led to buffy coat accumulation and spillover across the dam, resulting in wbc contamination of the plasma product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). The wbc count is not available. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.